Event description:
Customer reported an alarm 2 due to an occlusion event that occurred earlier in the day, which caused their blood glucose level to exceed the measurable range, registering as "high." To address the issue, the customer administered a correction bolus via their pump and independently changed the infusion set and cartridge before resuming insulin, without requiring third-party assistance.